Event description:
It was reported that the brake handle tips on the right side are split down the side on the (B)(4) manual wheel chair. This issue is causing end user irritation to his hand however no injury was reported and no medical intervention was sought.